Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via an 8fr sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 14fr and the tavr procedure was completed. Reportedly post procedure, the first two prostyle sutures were pre-placed in the fascial tissue of the vessel and adequate hemostasis was not achieved. A balloon was used to open the vessel and a third prostyle device was used; however, the device did not take as the foot was jammed. A cutdown was done to remove the third prostyle device from the vessel. Two additional prostyle devices were successfully pre-placed and advanced to the vessel wall to stop the bleeding and achieve hemostasis. Due to the cutdown there was a delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or deployment in the fascial tissue as reported due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.